Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4); product ID: 9733437, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, prior to a cranial resection, the camera of the navigation system was not receiving power. Troubleshooting found that the polaris spectra system control unit (scu) and camera were not responsive. There was no reported delay to the procedure due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). Hardware analysis of the sensor control unit (scu) found no fault. However, review of the event log showed an intermittent issue with connecting to the psu. Analysis of the position sensor unit (psu) found it would not power up. (B)(4). If information is provided in the future, a supplemental report will be issued.